Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal. Functional testing was unable to duplicate the reported calibration problem; however, a downstream occlusion high alarm was produced. It was determined that the dso sensor was the root cause. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed calibration. There was no patient involvement.